Manufacturer narrative:
Hill-rom technical support suggested changing the power control module. Per the hill-rom service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Plug the bed into an appropriate power source and set the brakes to neutral. Make sure the alarm is heard. Set the brakes on the bed. Make sure the alarm stops sounding. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013 and 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The account replaced the power control module to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the brakes not set alarm did not work. The bed was located in a patient room at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).